Event description:
It was reported that during an adm cup surgery, the surgeon was preparing the bone in order to implant the cup - dimension 54. When the surgeon tried to impact the implant into the cup, the implant couldn't be fixed into the cup and the implant became less attached to the cup. The surgery has been finished. The surgeon implanted another cup which dimensions were bigger - 56".

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.